Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the ss event date of 03-dec-2024 and sap notes event date of 05-dec-2024, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 12/04/2024 20:47:05.000. Low battery alert was found on: 12/04/2024 07:18:00.000. 12/04/2024 20:46:56.000. Replace battery alert was found on: 12/04/2024 16:49:00.000. Replace battery now alarm was found on: 12/04/2024 17:20:00.000. 12/04/2024 17:30:00.000. Power loss alarm was found on: 12/04/2024 20:48:21.000. Failed battery alert/battery failed alarm was found on: 12/04/2024 20:46:54.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 13-jan-2025 at 18:35:57. There was no power data available for the date of 04-dec-2024. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, power loss alarm and failed battery alert/battery failed alarm. No unexpected low battery alert, replace battery alert/replace battery now alarm, power loss alarm and failed battery alert/battery failed alarm noted during testing. In further checking of the pump history records for the ss event date of 03-dec-2024 and sap notes event date of 05-dec-2024. Battery cycle 1 received the lowbatteryalert (104) on 12/04/2024 07:18:00 after more than 7 days at 17.55 days. Battery cycle 2 received the lowbatteryalert (104) on 11/01/2024 17:11:00 after more than 7 days at 32.93 days. Battery cycle 3 received the lowbatteryalert (104) on 09/29/2024 08:39:00 after more than 7 days at 12.5 days. Battery cycle 4 received the lowbatteryalert (104) on 09/16/2024 10:58:00 after more than 7 days at 12.27 days. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. A high sleep current measurement was confirmed due to slight corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a damaged display window cover, a cracked keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing except sleep current measurement. Customer alleged for charge/battery lasts less than expected was not confirmed. However, a high sleep current measurement was confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1880l was requested and the customer response was the device will be returned.